Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results - four unused tubes were returned. They were draw tested with deionized water. Function testing of the returned samples confirmed the reported defect. Conclusion - complaint confirmed from functional testing. However, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that several users had tubes of bd vacutainer¿ venous blood collection tubes: sst¿ serum separation tubes that did not fill up to the fill line. No injury or medical intervention reported.